Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock impedance measurements reaching an out of range measurement of 128 ohms. It was suspected to be due to calcification. Technical services (ts) was contacted and recommended follow up. This rv lead remains in service. No adverse patient effects were reported.